Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd879916 and gd878223 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unknown, the patient experienced peritonitis. Treatment included an outpatient procedure to remove the patient's pd catheter on an unreported date. The patient was not hospitalized and was recovering from the peritonitis. At the time of this report, the patient was home on hemodialysis. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.